Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflated". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, black particles in device outer surface, void >1 mm in non-textured, black particles in the fill channel and flat creases. Leak test and microscopic analysis was performed which identified one striated opening. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported left side "deflated". Device has been explanted.